Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon came apart in pt. Additional info received on telephone: all pieces were received, no x-ray. There was no delay in operating room time, no blood loss, and no pt injury. Procedure was completed laparoscopically.

Manufacturer narrative:
(B)(4).